Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 3008452825-2020-00325. After advancing the sheath, a floating structure was noted in the right atrium. This structure was no longer demonstrated at the end of the procedure and had no effect on the patient. It was suspected the floating structure may have been a thrombus.